Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and competitor's right ventricular (rv) lead exhibited low out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) explained the possible causes and provided troubleshooting measures. A commanded shock was performed and got normal impedance measurements. Subsequent information received indicated that the device elicited beeping tones. The patient was brought to the clinic and a high, out of range, shock lead impedance was noted. Ts discussed further troubleshooting options and possible causes. The patient underwent a revision procedure where the device was explanted and the other manufacturer's rv lead still remains in service. Additional information indicated that a commanded shock was performed several times and out-of-range measurements were still detected. Subcutaneous implantable cardioverter defibrillator (sicd) was successfully implanted with no issue. The hospital has the device and it will not be returned. This ICD is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.